Event description:
Additional information was received: event occurred during routine testing. There was no patient injury.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received without the lever for the microswitch and the global display label had a dent in it. Functional testing confirmed the complaint. The device would not function properly without the missing microswitch lever. Root cause was attributed to that missing microswitch lever. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced microswitch and global display label. Performed preventative maintenance (pm) changed o rings and reservoir gasket. Calibrated device. Device passed all functional testing after the completed repairs.

Event description:
It was reported that the device was displaying "empty" when they put water in the unit. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been reported to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.